Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Analysis of the device memory indicated that the atrial and ventricular rate histogram data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) underwent a partial electrical reset possibly due to multiple bitflips. The device remains in use. No patient complications have been reported as a result of this event.